Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case: (B)(4), awareness date 06-aug-2015) it refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. She suffered major headaches with brain tingling which she still has at time of the report. She developed boils in her head and chest that didn't go away for a year then developed other patchy rashes. She stated the depression and anxiety ruined her quality of life. She developed cysts and had excessive bleeding it caused her to lose her job and quit school with less than a year to graduation. Her children suffered the loss of having their mother to properly care for them. She had essure removed on (B)(6) 2015 and her skin issues have disappeared like magic. At time of the report, her brain tingles continued; she stated that this caused dizziness and extreme headaches. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleeding among other non-serious events. Essure was removed. This event, interpreted as genital bleeding, is listed in the reference safety information. In this particular case, although the onset date of the bleeding was not provided, a positive temporal relationship is implied. Considering this compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and this bleeding cannot be excluded. This is case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleeding among other non-serious events. Essure was removed. This event, interpreted as genital bleeding, is listed in the reference safety information. In this particular case, although the onset date of the bleeding was not provided, a positive temporal relationship is implied. Considering this compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and this bleeding cannot be excluded. This is case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.